Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 377845, lot# v009204, implanted: (B)(6) 2006, product type: lead. Product ID: 377845, lot# v009203, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported that the patient had impedance measures with ref 0 all values were 39224 ohms expect pairs with 1, 12, 13, 14, and 15 which were greater than 40000. All of the pairs with 12, 13, 14, and 15 were greater than 40,000. There was a loss of therapy. The patient had a battery replacement the week prior to the report due to normal battery depletion. The patient had not noted any changes in stimulation prior to the replacement. Since the replacement the coverage had been different because the patient did not have access to all of the groups. The manufacturer representative would program the patient around the out of range electrodes. The patient was programmed using two programs: a1 3+ 4+ 5- and 3.7v 450us 60hz (therapy imp: 735ohms) and a2 9+ 10+ 11- 4.6v 550us 60hz (therapy imp: 848ohms). The patient was getting stim with this group a. If additional information is received, a follow-up report will be sent.